Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after a coiling brain aneurism interventional procedure using a 6f sheath. Reportedly after suture deployment, it was attempted to remove the device, but the device was stuck. The guidewire was in place with no resistance noted. There was no issue with the foot, and it was confirmed to be fully closed. The marker lumen was flushed in an attempt to further lubricate the sheath and the suture limbs were trimmed, but the device remained stuck. A nick and spread was done but was unsuccessful in releasing the device. A surgeon was called to the procedure who simply pulled out the device. It was then observed that the suture knot was locked around the sheath. There was no damage to the vessel. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties could not be determined. It is possible, the device entrapment was caused by suture caught in the foot. The subsequent treatments were due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.